Event description:
The st vincent's public hospital reported that their precision pcx blood glucose meter was reading high. The hospital obtained the result of 6.4 mmol/l with the precision pcx meter and a 0.6 mmol/l with a laboratory reference. Both results were from a hospital patient who has been admitted for a non-diabetes related health condition. There was no report of change in medication based on those readings. When plotting the results on a parkes error grid, the meter result fell into the "d" zone. The "d" zone shows the difference in readings to be clinically significant.

Manufacturer narrative:
The hospital returned the meter. The complaint is under investigation and a follow up report will be filed once the investigation is complete. Investigation in process.